Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient developed an infection in the form of septicemia. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.